Manufacturer narrative:
Ortho-clinical diagnostics (ocd) qa performed retained testing. The results were satisfactory. The customer did not follow the IFU for weak d testing, where the testing should have been conducted in tube and not gel. The customer performed weak d in manual gel as per facility's protocol.